Event description:
It was reported that the patient complained of chest pain. The right ventricular lead exhibited loss of capture and under sensing. It was suspected that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.